Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the patient underwent a tha surgery for osteoarthritis of the hip with the product in question. During surgery, the product broke while drilling to create a screw hole. The broken drill bit was retrieved by the surgeon on the spot. The broken drill bit was inspected by hospital staff and the person in attendance, and it was confirmed that there were no missing pieces. A post-operative x-ray was also taken, and the surgeon confirmed that no fragments remained inside the body. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, ¿during surgery, the product broke while drilling to create a screw hole. The broken drill bit was retrieved by the surgeon on the spot. The broken drill bit was inspected by hospital staff and the person in attendance, and it was confirmed that there were no missing pieces. A post-operative x-ray was also taken, and the surgeon confirmed that no fragments remained inside the body. The surgery was completed successfully with no surgical delay¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that quickset 3.8 dimtr dr bit 25mm was broken into two pieces; fragments were returned for evaluation. Additionally, signs of deformation were found on the distal portion. No other defects were observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as: heavy usage and multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device. Added: d9. Corrected: h3.